Manufacturer narrative:
The magnesium reagent expiration date was 31-aug-2027. A visual inspection confirmed that sample 1 and sample 2 had no evidence of fibrin, clots, gel smearing, or bubbles. The provided calibration history reflected calibration failure during the week of the event. The qc recovery was within the ranges. There was no indication of a performance issue with the reagent. The alarm trace showed an abnormal aspiration sample pipettor s1 alarm. The field service engineer identified that the valves were faulty and dirty. To resolve the issue, he replaced the valves and the gear pump. He then adjusted the rinse mechanism fluidic settings specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit. The cause of the event was related to a hardware issue (faulty and dirty valves).

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with magnesium gen.2 assay on a cobas c 503 analytical unit. Sample 1: initial result: 4.2 mg/dl. Repeat result: 1.9 mg/dl. Sample 2: initial result: 4.0 mg/dl. Repeat result: 1.6 mg/dl. The higher than normal results prompted the repeat of sample 1 and sample 2 on a different cobas c 503 analytical unit. The repeat results were deemed to be correct.

Manufacturer narrative:
The magnesium reagent lot number was 920178. The expiration date was not provided. The investigation is ongoing.